Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 80, 230, and 107 mg/dl when all tests were performed within one minute of each other on the aviva system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.